Event description:
Customer reported that the system froze during fluoro while a patient had a catheter inserted. The image reportedly did not rotate when the l-arm is at 90 degrees. The patient sequence was reportedly lost. No reported patient incident. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.